Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that a vns handheld hp jornada computer and wand were not working properly and failed to program. Product analysis was completed on the returned handheld computer and wand. No anomalies were noted with the wand. Analysis of the handheld computer revealed that a connector to the handheld device was damaged, and the ac adapter could no longer charge the main battery. This finding likely caused the reported failure to program event.